Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection with the ipg a company representative met with the patient was unable to establish a connection using other external devices. The patient has not recharged the device in a long period of time. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.